Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was found that the right ventricular lead was damaged. The lead was removed and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of ¿is1 head of the lead was damaged¿ confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Visual inspection of the lead found the is-1 tubing was broken/separated consistent with procedural damage at the proximal region of the lead. The cause of the reported event was isolated to procedural damage.

Event description:
New information noted that there were no patient consequences post procedure.